Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing, the firing lever on the device broke when the surgeon tried to fire the device. It was not reported that any tissue was cut nor that staples were deployed. The device had a blue reload in it. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2012. Incomplete-interrupted cycle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Many years. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Device did not fire was the staple line incomplete or did it exceed the cut line? Device did not fire was the patient taking any anticoagulants or dvt prophylaxis? Asku. The analysis results found that the device was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.